Event description:
Operating room manager at the hospital, reported the following event to the sales rep: "while using the device, it was observed that there was friction of the proximal part on the distal screw."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.